Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump screen was smashed due to landing on the device after a snowboarding incident; the customer wiped out while snowboarding and landed on the side where he kept the insulin pump. The patient's blood glucose at the time of incident was 160 mg/dl. The screen was smashed and displayed all blue. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with severely cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.